Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with presyncopal symptoms and heart rate of 30 bpm. The pulse generator exhibited no output. The physician reprogrammed the device to do at high output. No intervention had been reported.